Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the physician tracked up to the superior vena cava (svc) with the pigtail wire and when dropping down to the fossa fell through the patent foramen ovale (pfo). Heparin was then administrated to the patient. The pigtail catheter was damaged trying to thread onto the wire. The physician opted to float the rf pigtail wire into the appendage and performed an initial contrast shot through the was sheath. A 31 mm watchman closure device was selected. The physician went up with the device and once the flex ball was almost achieved, a large clot was noted hanging on the was sheath within the appendage ostium. The device was resheathed and pulled out the patient. The clot was aspirated, and the was sheath was pulled back the right side and the case was cancelled. The activated clotting time (act) was 399 seconds. The physician opted to let the act drift down and keep the patient on heparin for 24 hours. The patient woke up from sedation appropriately. The patient is expected to fully recover.